Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was unable to start up. During troubleshooting, fse confirmed that the issue was with host pc. The fse replaced the host pc. After replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not startup. The system was in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the host-pc. The device was returned to expected functionality.